Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer hard stop screws had loosened and fallen off. A field service engineer replaced the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had a broken latch. The customer reported that the malfunction occurs when the user was tried to issue medication to the patient, and reported there were no delays. There were no adverse events or injuries reported based on this event.